Event description:
The plate and screws broke three months post-operatively (male pt with (B)(6)). The exact dates of surgery are unknown. A second surgery was required to remove broken hardware. Several attempts have been made to obtain additional information without success. (B)(4). This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The osteo plate and the four screws were returned. The plate is broken along the crease before two bushings. Three of the screws are also broken and one is intact. One of the broken screws (cancellous) is stuck in a frozen bushing due to bone and tissue lodged in the openings. If the angle of this screw and bushing was the true angle of initial insertion, the screw may have been inserted across and possibly into the wedge opening allowing little support for this portion of the plate and screw. Breaking of the screw would have significantly weakened the repair. The "opening wedge osteotomy surgical techniques" instruct: "screw a 6.5mm diameter cancellous screw into bone. As the screw head starts to contact the bushing, align the black dot of the bushing clockwise to the black dot on the screw head. This ensures the screw will start correctly into the bushing." Proper screw alignment is also depicted. This event may be related to misuse, however, a definitive cause cannot be determined.